Event description:
Caller indicated the advance meter was reading low. Pt tested his blood, but he does not know the exact time because the facility staff at his hosp adjusted the meter settings. He first read 'hi' and then retested shortly thereafter reading a 31 on a different finger. He said that he felt symptomatic for a few days that week. He then went to the hosp at approximately 2:00 pm and approximately 1/2 hour later, read 1000 on the hospital meter. He does not know which strips were in use. He does remember that he was using code 608. Control solution was not in use. Based on the code number given by the caller, he was using strip lot 11176a.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.